Event description:
Patient reported she was admitted to hospital (B)(6) 2024 due to infection in port that was put in on (B)(6) 2024, multiple bleeds due to this, treated within hospital and port infected and patient got mrsa due to it. Discharge date and length of hospitalization are unknown. No further details provided. Indication: von willebrand disease, type 2n; coagulation defect, unspecified. Reported to (B)(6) by: patient/caregiver.